Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 49 and 71 hours on the abdomen. The patient noted the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.